Event description:
It was reported that during an anterior cruciate ligament reconstruction the screw broke while the surgeon inserted it into the bone. The broken fragments were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One ar-4020c-06 / batch14956618 was received for investigation. Visual evaluation noted that the device was broken/damaged/warped. Functional testing could not be performed due to the damage of the screw. The most probable causes for this include improper bone prep, misaligned insertion, prying leveraging the device during insertion, and/or shallow driver engagement depth.